Event description:
During surgical procedure, robot instrument arm the fenestrated graspers broke. As surgeon was working, he noticed that the grasping wire broke. The robot instrument arm was immediately removed, and all parts were accounted for. Surgeon and all surgical team made aware.